Manufacturer narrative:
Date of event was updated. Codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that something was wrong with the ins. When they first got it the healthcare provider had to reset it because it was not charging. Patient reports the ins was flopping around. She could actually move the ins. She could take the ins through the skin and move it. The patient reports the healthcare provider could not program her current ins. The healthcare provider told her in (B)(6) 2019 that one of her leads was in the wrong place. The patient had the revision surgery on (B)(6) and since then the ins stopped moving. They also report that the that during the revision surgery they determined the lead was not in the wrong place, it was pulled out instead. After (B)(6) they could still not set it right. It has been going on for 2 months now that the patient is shaking. When patient went in for her revision surgery, she had a little tremor and a little slurring with her speech but she walked and did everything she wanted to do. Since (B)(6) she just got back to driving. She keeps shaking and has a movement problem. Patient never had a movement problem. Ever since (B)(6) everything else has been worse. They think it is the ins that is causing the issues. She has issues where it would drop the charge and she can feel everything going through this battery. She does not like this battery and would like to go back to non-rechargeable.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient's tremors were not as well controlled after their left lead revision surgery on (B)(6) 2019. No environmental, external, patient factors were known. The neurologist reported that all impedance measurements were normal and the patient has a clear therapy benefit. The neurologist mapped the lead and activated the most beneficial settings. The patient is requesting a section opinion. The issue was unresolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va1zq66 (B)(4) implanted: (B)(6)2019 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins/lead issues weren¿t determined. There were normal impedances, the lead was placed in the stn as expected after the revision. The hcp said they would defer any ins issues to the other doctor before most recent revision. Programming sessions were done on (B)(6)19, and (B)(6)19, the other sessions were by another doctor. The issues hadn¿t been resolved and the patient was still reporting less benefit. There were no further complications reported.